Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one (1) unknown zimmer abutment screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU), and risk file. DHR and complaint history review could not be performed as the lot/item number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. However two loosening events were reported and addressed through (B)(4) & (B)(4). Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were nonverifiable and the product was not returned. H3 other text : product not returned

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw was loose.